Event description:
It was reported that the patient experienced fluctuating glucose while using the ilet, with frequent lows and a reported range from 61 mg/dl to 204 mg/dl, and the caregiver noted the system ¿giving incorrect doses¿ despite understanding that the ilet adapts over time; the patient pauses the system during showers and workouts, and oral glucose was used for treatment. Symptoms included hypoglycemia. Outcomes included transient low glucose that returned to a safe range without hospitalization. Investigation included troubleshooting and education with the caregiver and attachment of a device report for review. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with contributing factors possibly related to user management behaviors such as pausing delivery during activities and variable glucose needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.